Event description:
Eclipse delivery system - by I-flow-, 50m1 size, delivers 50ml/hour. L0t 6b2754, exp date 04-2009. Problem: leaks fluid out of the end of the eclipse, opposite from the tubing connector site. This has happened to 10 of these eclipse "balls" in the last 5 working days, same lot # and exp date.